Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon felt like the scrub tech did not fully seat the reload in the device; it was a long load. Additional information requested: what does misfired mean? Based on a conversation with a nurse who was in the room, it meant at least some, if not most, of the staples were not deployed. Did the device cut? Yes. Was the cut line complete? Not sure. Did the device deploy any staples? Not sure. Were the deployed staples formed correctly? Not sure.

Manufacturer narrative:
(B)(4) = pinion axle support. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway no functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a radical nephrectomy procedure, the device misfired and a funny noise was heard. It is not known on which firing this occurred or what cartridge was being used. The case was completed with another device of the same product code. There were no patient consequences reported.